Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer's mother reported a crack on her son's insulin pump. The mother stated the crack was located on the insulin pump's screen. She also stated the insulin pump was stepped on. It was reported the display was blacked out. The son's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.